Event description:
(B)(4). It would not let me change date. Should be (B)(6) 2014. I have gained (B)(6), have been nauseated, have had severe migraines, pelvic pain, painful menstruation, painful intercourse, fatigue, and a chemical pregnancy.